Event description:
It was reported by the rep that during a bso nephrectomy procedure, the shield would not retract back over the blade when entering into the abdomen. No replacement was done for the device. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.